Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the ventilator was generating "vent inop, motor fault, and transducer fault" alarm. The transducers were calibrated and the turbine differential transducer failed. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the transducer drifting outside of the design parameters.